Event description:
It was reported that the user ran out of insulin, resulting in a sustained high blood glucose reading on the ilet, and after supplies were replaced insulin delivery resumed. This was managed as a treatment and troubleshooting education event focused on high glucose without reverting to alternative therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy after ilet stops dosing, consistent with failure to follow instructions, with no specific device component implicated. It was concluded, based on established findings for similar reports, that the cause was an unintended use error.